Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was going into threshold suspend during the night. Customer stated the device never warned her she was going low. Customer's blood glucose was 87 mg/dl. Customer stated she does not exhibit symptoms of low blood glucose levels. Senor was reading was 53 mg/dl. Threshold suspend limit is set at 70 mg/dl. It was determined the device did not alarm low due to glucose limit feature was off. No further information reported.